Manufacturer narrative:
Additional information was received that there were high impedances on one lead. Lead fracture was inconclusive. The patient underwent lead and ipg replacement procedure. The ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo a pocket revision procedure.